Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had chronic high thresholds since shortly after implant. The thresholds were being monitored and continued to rise. The rv lead was capped and replaced. It was also noted that the patient had syncopal episodes around the time of the device check approximately one year later. No further patient complications have been reported as aresult of this event.